Event description:
It was reported that no battery voltage measurement was provided following the most recent remote monitoring transmission. The customer was assisted and provided with the most recent measurement from existing data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Performance data for file (B)(6) shows last battery voltage = "v" is missing data on (B)(6) 2012.